Manufacturer narrative:
The actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the female connector and the main body of the twist clamp was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process which caused an inadequate solvent bond between the female connector, insert chip, and the main body of the twist clamp. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body of a minicap extended life pd transfer set; further described as ¿found that the dark blue part of the transfer set was out.¿ this was observed after unscrewing the minicap from the transfer set during peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.